Manufacturer narrative:
An additional lot number was reported (lot #m017617). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the user experienced an elevated blood glucose (bg) level as high as 493 mg/dl. Reportedly, the user changed all the supplies 3 times and continued to experience elevated bg levels. The user addressed bg level with a bolus via the pump. A system check with tandem¿s technical support indicated that the pump, cartridge, and infusion set functioned as expected. Reportedly, the contact declined to troubleshoot the site as the site was changed earlier in the morning. A follow up with the contact confirmed that the user¿s bg level lowered to 197 mg/dl while using the pump and same supplies.